Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was causing oversensing, and that a dislodgement is suspected. The field representative consulted technical services and indicated that in clinic they were seeing a ventricular sense after an atrial sense, and the qrs complex (ventricular depolarization) is listed as a ventricular fibrillation beat. Technical services offered suggestions for programming options. No further information has been received at this time. This lead remains implanted and in service. No adverse patient effects were reported. Additional information was requested and subsequently provided by the field representative, revealing that the device's sensitivity settings have been adjusted. Monitoring of the patient will proceed accordingly.

Event description:
It was reported that this right atrial (ra) lead was causing oversensing, and that a dislodgement is suspected. The field representative consulted technical services and indicated that in clinic they were seeing a ventricular sense after an atrial sense, and the qrs complex (ventricular depolarization) is listed as a ventricular fibrillation beat. Technical services offered suggestions for programming options. No further information has been received at this time. This lead remains implanted and in service. No adverse patient effects were reported.